Event description:
Customer reported "magnesium sulfate IV piggyback was to run over a four period, instead it ran in 1/2 hr. Doctor notified. EKG ordered. Hr decreased slightly. Monitoring vitals q 15 min for next 2 hours. Pt recovered without sequal. Event log review determined on the reported date the device was only in operation for 3 mins. The device was in use on (B)(6) 2007. The device was turned on (B)(6) 2007 at 9:59 am and a rate of 125 ml/hr and a vtbi of 500 ml was entered. The device ran uninterrupted for 4 hrs at which point switched to kvo at 2:03 pm with a rate of 1 ml. The pump ran this program until 2:18 pm when it was switched off. Requested pump module and point of care unit. Customer unable to locate point of care unit. The returned device could only provide info regarding the operation of the pump but not the entire infusion system that was in operation at the time of the event. The device passed its verification tests and performed within specifications. The event log could not substantiate the reported problem, and a visual inspection of the device including occluder springs showed the device is in good working order.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be process as is.